Event description:
The right atrial lead was returned to the manufacturer after the patient expired. It was analyzed and tested out of specification. There was no allegation from a health care professional that the death was lead related. The cause of death was requested but not received. Follow up with the manufacturer's representative revealed there was no indication of lead impairment.

Manufacturer narrative:
This report is based solely on lead return and analysis. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There is no indication the death was lead related. The cause of death has been requested but has not been received. Evaluation summary: outer insulation breached; proximal segment returned and analyzed. This was an atrial lead in a dual chamber system.